Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to communicate and did not display the option to log in. The customer restarted the device several times; however, the unit remained offline in rss. The customer confirmed that there were no issues with the network or power. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station communication failed. The field service engineer (fse) opened the back of the unit and found the magnet missing from the drawer latch. The latch was replaced, restoring proper operation, and additional spare latches were left onsite for future use. The system functioned as intended after the field service engineer (fse) resolved the issue.